Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument's jaws would not close to remove through the port when switching out instruments. No fragments fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no abnormalities noted with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out. Also, the instrument and cannula were removed together but the port incision was not increased in order to do so.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.59mm. The grips were not found to be cracked. Further inspection found a scratch on the molded insulator on top of the grip tip. Additional observation(s) not reported by site: the instrument was found to have multiple indentations/burrs on the outer face of the instrument molded insulator. There were no pieces missing. Grip cables/other components adjacent to this indented molded insulator show damage which may indicate potential mishandling/misuse. The grip tips are bent. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.